Manufacturer narrative:
B3. Date of event the exact date of the event is unknown, estimated.

Event description:
It was reported that during a procedure, the console was not delivering enough power, and no errors were reported. There were no procedure and patient outcome reported.

Event description:
It was reported that during a procedure, the console was not delivering enough power, and no errors were reported. There were no procedure and patient outcome reported.

Manufacturer narrative:
Correction to field b3. Date of event. As of today, the above referenced laser console has not been returned; therefore, no physical or visual analysis of the laser console could be performed. However, the console was serviced onsite by a field service engineer (fse). The fse performed a physical inspection of the console and found that the debris shield was damaged, therefore, replaced. After the debris shield replacement, the console work as intended, thus confirming the reported event. Based on analysis and the information available, a conclusion code of cause traced to component failure was assigned to this investigation.